Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. A visual inspection of the returned photos and video noted, the first returned photo contained a view of the articulation joint of an egia60amt reload. One of the blowout plates was found to be broken and was protruding from the joint. The second returned photo contained an alternate view of the articulation joint. Again, the broken blowout plate was noted. The returned video contained a view of a egia60amt reload. The jaws of the reload were noted to be open. The non-articulation flag side blowout plate was noted to be fractured and was protruding slightly from the articulation joint. Visual inspection of returned product noted that there was damage to one of the blowout plates. The blowout plate was protruding from the side of the reload. It was reported that during the laparoscopic gastric sleeve procedure, after an articulated fire staple line using the device, a piece from inside the joint of the reload popped out, making it impossible to disarticulate the reload and causing difficulty in removing the reload through the trocar. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after an articulated fire staple line using the device, a piece from inside the joint of the reload popped out, making it impossible to desarticulate the reload and causing difficulty in removing the reload through the trocar. No intervention was required. No patient complications have been reported as a result of this event.